Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx als defibrillators detected discharge energy is inaccurate. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by the philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that during the annual meteorological test, it was detected that the discharge energy of the device was inaccurate. The rse was unable to obtain any testing data from the testing agency. Based on the age of the device, the customer has decided not to repair the device. The device remains at the customer site. No further action is required at this time. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer has decided not to repair the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.